Event description:
It was reported by a clinical study database that a "patient was admitted due to blood in stool and increasing fatigue. Gi was consulted. Gi bleeding was thought to be due to internal hemorrhoids and a supra-therapeutic inr, most likely from the antibiotics that she was on in the previous weeks for her uti. Gi team was consulted, and only recommended adjusting her pt inr to target goal with no need for any intervention. Coumadin doses were adjusted and pt inr decreased to the target range of 2-3. The gi bleeding stopped within 1-2 days of admission. Hgb and hct were followed closely with no major drop or need for transfusion." Patient was discharged on meds. Pump remains implanted.

Manufacturer narrative:
No code available for gi bleeding and internal hemorrhoids. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Serious and life threatening adverse events, including death and worsening heart failure have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From the available information, the device operated within specifications and as intended, with no evidence of any device performance issues contributing to the event. The company is seeking this information through the event investigation. Pump remains implanted.